Event description:
The consumer told the dealer that their foot came off the end of the footplate and they allegedly ran their foot over and broke the foot. Reporter, who represents the consumer, alleges they ran into the refrigerator and broke their leg.